Event description:
Related manufacturer reference number: 2017865-2024-61996. Related manufacturer reference number: 2017865-2024-61997. It was reported that the patient presented in clinic with an infection. On (B)(6) 2024, the physician explanted the implantable cardioverter defibrillator (ICD), the right ventricular (rv) lead, and the atrial lead (ra). The patient condition was stable

Manufacturer narrative:
Correction: missing infection DHR. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
The reported event was infection. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.